Manufacturer narrative:
.

Event description:
It was reported that the right ventricular lead exhibited low impedance. The patient reported feeling presyncopal symptoms two to three weeks prior. The lead was capped and replaced. The patient did well during surgery.